Event description:
It was reported that occlusion alarms occurred. Here was no adverse impact on the customer¿s blood glucose level. Customer was instructed to perform several troubleshooting steps, including disconnecting tubing and delivering boluses. Eventually, the issue was resolved with instructions to replace supplies and resume insulin therapy.